Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-us, lot 0008765155, use by date 2018-08-22, (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs), the dcs caught on the edge of the valve. The guidewire and dcs were manipulated in an attempt to free the dcs from the valve, but during the attempt, the system dislodged the valve into the sinuses. The pressure never recovered from severe central aortic regurgitation (ar), and cardiopulmonary resuscitation (CPR) was initiated. A non-medtronic valve was deployed. A ventricular assist device was delivered but there was no left ventricle function. The pressure never recovered, and the patient subsequently died during the procedure. The exact cause of death was not confirmed but the physician reported the death was likely due to the severe regurgitation and the native leaflets or the first transcatheter valve potentially occluding the coronary arteries. It is unknown whether an autopsy was performed.